Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp but was unable to reproduce the reported issue. However, the fse discovered that the connector to the temperature sensor was making a poor connection. The temperature sensor was replaced, and the unit functioned ok. The fse completed full calibration, functional testing, and safety check to factory specification. The unit passed all tests performed and was returned to the customer in good working conditions."

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check., the cardiosave intra-aortic balloon pump (iabp) unit has gas loss alarm ringing. There was no patient harm.